Manufacturer narrative:
(B)(4). Investigation summary: bd had not received samples, but a photo was provided for investigation. The photo was reviewed and the indicated failure mode for incorrect placement of package with the incident lot was observed. The most likely root cause for this defect is a timing issue on the closure placement equipment. This type of defect is understood to be a transient issue affecting relatively few tubes. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to use with 100 bd vacutainer® cat (clot activator tube) plus blood collection tubes the hemogards were discovered to be missing. The following information was provided by the initial reporter: distributor found one missing hemogard.